Manufacturer narrative:
Evaluation: device history reviewed. Results - device history review found the product met specifications when released for distribution. Conclusion - cause of event cannot be determined. Analysis: to date, this product has not been returned to medtronic for evaluation. Return of the product, however, is anticipated. Without product return, analysis is limited to review of the device history record, which shows that this product met spec when released for distribution. Conclusion: no definitive conclusion can be drawn at this time as the product has not been returned for analysis. Upon receipt, a thorough evaluation of the product will be performed, and the results will be provided to FDA. No adverse patient effects were reported.

Event description:
Medtronic received info that the cardiotomy filter within this cardiotomy/venous reservoir was plugged, allowing little drainage into the venous reservoir. This observation was made during a cardiopulmonary bypass procedure. Due to the inadequate venous drainage, the cardiotomy/venous reservoir needed to be changed out during the case. This task was performed without reported patient complication, and no adverse patient effects were reported.